Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device could not get the burr to turn. There was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the reported condition was not confirmed. However, during evaluation, it was determined that the device had low rpms, an unusual noise coming from locking subassembly and a protruding teflon tape from swivel. During repair, it was observed that the pawls were significantly fractured indicative of excessive force and grinding, which was misuse/abuse. It was determined that the teflon tape was protruding due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.